Manufacturer narrative:
D10: 204-04-21 - trapezoid tibial tray sz 1f/1t, 2f/1t: (B)(6), 234-02-02 - optetrak asy, ps cemented femoral, sz 2,: (B)(6). The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
Report #1 of 2 for this event. It was reported a patient underwent a left total knee arthroplasty. The patient's left knee is unrevised at time of reporting. Subsequently, approximately eleven (11) years, later the patient has filed legal documentation and alleges experiencing significant pain and discomfort; gait impairment; poor balance; difficulty walking; component part loosening; metallosis; soft tissue damage; infection. No further patient impact was reported. No additional information is available.